Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of button error her son's insulin pump. The customer's blood glucose at the time was 198mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis. The device is being returned and replaced.

Manufacturer narrative:
No button error alarms noted. All buttons functioned properly. However, the pump had corroded keypad traces. The pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window and a cracked case at the display window corners.